Manufacturer narrative:
Additional FDA product codes include: kra - catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. One model 777f8 catheter was returned for evaluation. The customer report of balloon did not inflate was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region . All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the manufactured units go through a balloon inflation inspection. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that, before use in patient, the balloon of the swan-ganz catheter did not inflate. There was no allegation of patient injury.